Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012, the patient's daughter/reporter claimed that the patient was admitted into the hospital with a hypoglycemic blood glucose reading. On the day in question at 8:45pm, the patient tested at 255 mg/dl and changed her infusion set and cartridge at the time of concern. The patient's alleged blood glucose was within the target and she was feeling fine at 11:45pm. At around midnight, the patient was found moaning and foaming at the mouth, jerking, and incoherent. Her blood glucose registered low and she was taken to the ER by emergency services. At the hospital, her blood glucose was at 73 mg/dl. She was treated with glucose d50 and was taken off of the insulin pump. At 7am, her blood glucose was up to 180 mg/dl when the patient continued insulin pump treatment. Reportedly, the patient's blood glucose continued to climb throughout the day and as high as 410 mg/dl. The patient did not have any symptoms at the time and was treated with insulin via syringe. During troubleshooting, the animas representative assessed the patient¿s alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient received medical intervention suggestive for acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.